Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during a drain cycle in peritoneal dialysis. The home patient was connected at the time of the alarm. The home patient stated they got up to go to the bathroom last night and accidentally stepped on the patient line. The home patient stated they never disconnected from the homechoice, and then it alarmed with the system error 2240. The home patient stated they cycled power on the homechoice. The home patient stated they shut off the homechoice at that point and did not complete therapy. The technical service representative explained that the patient line may have become loose when the home patient stepped on the patient line, allowing air to enter the patient line. The technical service representative had home patient turn on the homechoice, the homechoice displayed press go to start. The home patient stated they would perform continuous ambulatory peritoneal dialysis to complete therapy and would setup for the next therapy when they were ready that night. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. However, it was reported that there was a loose connection as a result of the patient stepping on the line, allowing air to enter the line. This is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.